Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned as the device was not explanted. The reporter of the complaint was asked to indicate the product serial number. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Displacement is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Doctor reported an event of "port displacement". A lap-band ap system surgical revision took place to treat event.